Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Consumer mailed in the guard as well as a note to complain she has only used it for 2 weeks and the soft portion of the guard has come apart from the solid bottom portion. I never had issues like this with other mouth guards that I have used. I would appreciate if it you would refund my the purchase price.